Manufacturer narrative:
The pipeline flex braid and separated section of the pushwire remain in the patient. The remainder of the pipeline flex delivery system has not been returned for evaluation. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of pipeline flex pushwire break during a procedure. The patient was undergoing flow diversion treatment of an unruptured aneurysm in the ophthalmic internal carotid artery (ica). The devices were prepared as indicated in the IFU. The pipeline flex was placed in without any reported issues. It was reported that during recapture of the pipeline flex delivery system, the pushwire/capture coil became stuck and ¿a part of it broke and stayed in the artery.¿ the physician was unable to retrieve the separated segment and it remains in the patient. There were no reports of patient symptoms in association with this event.

Manufacturer narrative:
Event description - additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional event information: it was reported that the vessel was severely tortuous. It was also reported that the pipeline flex pushwire separated approximately 5 cm from the distal end. The 5 cm segment remains in the patient¿s carotid siphon intrapetrous carotid. There were no attempts to retrieve the separated segment because the patient did not experience any thromboembolic side effects.